Event description:
Pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer had previously reported the same issue and was informed by cts to clean the pump, follow precautions, and now will receive a replacement pump with updated software. They were instructed on backup therapy, storage mode, and shipping procedures for the problematic pump¿s return. Customer acknowledged understanding of all instructions and a replacement pump was sent.